Manufacturer narrative:
Mml ref# (B)(4). Other lead explanted/revised. Model: 8145 description: ractiv8 implantable stimulation lead serial number: (B)(6). UDI#: (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range/high-impedance failure of the right lead. There was no report of patient harm or injury. The left lead is functional, but the implanting physician also decided to replace it. Both leads were removed and intact. Two leads were implanted without complications. Following the lead revision, the reactive system was activated via programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient). The leads were evaluated. No functional testing could be carried out because the leads were cut into two segments during the explant. A visual inspection confirmed that rounded, fractured coils across all coils. A review of the images from the initial implant confirmed that the implant technique was the cause of the out-of-range/high-impedance failure.